Event description:
Philips received a complaint indicates that r2 pads connector was not functioning. There was no patient involvement. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the pads adapter cable was damaged and need replacement. The customer was advised to order replacement pads adapter cable to rectify malfunction.